Event description:
It was reported the foot control unit is shorting out. The facility has deemed it unsafe for use. Multiple attempts were made to obtain information regarding any patient involvement and specific event details were made, but were unsuccessful.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.